Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection, when trocar was inserted at the beginning of the case, the blue seal became dislodged onto the patient's cavity. Surgeon was able to retrieve the seal. No patient injury.